Manufacturer narrative:
Per implant records, the reported devices used in the patient's procedure were both stryker and a competitor's product. The implanted products that were manufactured by stryker have been reported under MFR report# 0009617544-2016-00095 & 0009617544-2016-00098. Per implant records, lifespine screws and lifespine rods were also used during this procedure and were not stryker xia as originally reported. Therefore; the screws and rods are a competitor's product. The stryker product investigation results will be included under MFR report# 0009617544-2016-00095 & 0009617544-2016-00098.

Event description:
It was reported that the patient called and described the following event: he had a primary surgery on (B)(6) 2015. The surgery took 7 hours. It was a 2 level fusion fixation. One month after procedure, patient noticed that the lower right screw had back out. Eight months later patient went to a hospital and it was identified that the lower implant had migrated. He mentioned that he believes that the top implant has also migrated. Patient has right leg and right hip pain and bowel movement issues. Patient does have a lawyer but it is soley due to the procedure and the operating surgeon at this time, not against stryker.

Event description:
It was reported that the patient called and described the following event: he had a primary surgery on (B)(6) 2015. The surgery took 7 hours. It was a 2 level fusion fixation. 1 month after procedure, patient noticed that the lower right screw had back out. 8 months later patient went to a hospital and it was identified that the lower implant had migrated. He mentioned that he believes that the top implant has also migrated. Patient has right leg and right hip pain and bowel movement issues. Patient does have a lawyer but it is soley due to the procedure and the operating surgeon at this time, not against stryker.